Manufacturer narrative:
This is one of three reports submitted for the same event. Please reference MFR report #: 9616099-2021-05113 and 9616099-2021-05115. This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: stomp, w., dierikx, j. E., wever, j. J., van dijk, l. C., van eps, r., veger, h., & van overhagen, h. (2021). Percutaneous evar for ruptured abdominal aortic aneurysms using the cordis incraft endograft. Annals of vascular surgery, s0890-5096(21)00664-6. Advance online publication. Https://doi.org/10.1016/j.avsg.2021.07.018. Complaint conclusion: as reported in the literature article by stomp, w., dierikx, j. E., wever, j. J., van dijk, l. C., van eps, r., veger, h., & van overhagen, h. (2021). Percutaneous evar for ruptured abdominal aortic aneurysms using the cordis incraft endograft. Annals of vascular surgery, s0890-5096(21)00664-6. Advance online publication. Https://doi.org/10.1016/j.avsg.2021.07.018, after implantation of an aortic bifurcate 34mm incraft aaa stent graft system, one patient developed an endoleak type 1 that required additional stent placement. The endoleak was successfully treated with a palmaz xl stent. The patient has since expired, unrelated to the evar procedure. The product was not returned for analysis. A product history record (phr) review of lot 17731618 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿bifurcated aortic prosthesis endoleak type 1¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. According to the safety information in the instructions for use ¿potential adverse events and potential device risks include, but are not limited to: endoleak. It is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information.¿ neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This is one of three reports submitted for the same event. Please reference MFR report #: 9616099-2021-05113 and manufacturer complaint numbers : (B)(4). Additional information is pending and will be submitted within 30 days upon receipt. This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: stomp, w., dierikx, j. E., wever, j. J., van dijk, l. C., van eps, r., veger, h., & van overhagen, h. (2021). Percutaneous evar for ruptured abdominal aortic aneurysms using the cordis incraft endograft. Annals of vascular surgery, s0890-5096(21)00664-6. Advance online publication. Https://doi.org/10.1016/j.avsg.2021.07.018. (B)(4).

Event description:
As reported in the literature article by stomp, w., dierikx, j. E., wever, j. J., van dijk, l. C., van eps, r., veger, h., & van overhagen, h. (2021). Percutaneous evar for ruptured abdominal aortic aneurysms using the cordis incraft endograft. Annals of vascular surgery, s0890-5096(21)00664-6. Advance online publication. Https://doi.org/10.1016/j.avsg.2021.07.018, after implantation of an aortic bifurcate 34mm incraft aaa stent graft system, one patient developed an endoleak type 1 that required additional stent placement. The endoleak was successfully treated with a palmaz xl stent. The patient has since expired, unrelated to the evar procedure. The device will not be returned for evaluation.